Event description:
It was reported patient experienced infection at the ipg site post implant. As a result, patient underwent surgical intervention wherein the entire system was explanted. Patient was prescribed oral antibiotics to address the infection.

Manufacturer narrative:
An event of infection was reported to abbott. It was conveyed that the infection originates at the ipg site. The entire system was explanted; however, no explanted products were returned for analysis. The patient was treated with oral antibiotics. As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown.